Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this corporate lot number for this failure mode to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. No anomalies were observed to the device. Functional/performance evaluation: the patency was tested using an in-house .035" guidewire and passed without issue. The balloon was inserted through an in-house 6fr introducer sheath without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was inflated to rbp (18atm) without issue. No leaks were observed on the balloon or the catheter shaft or the inflation hub. The balloon was deflated without issues. This test was performed twice, yielding the same results. The balloon was retracted from the introducer sheath without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is unconfirmed for a catheter break and retraction problems, as the balloon was able to be inflated, deflated, and retracted through an in-house introducer sheath without issue. The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter was allegedly unable to be remove from the introducer sheath following balloon deflation in the cephalic vein. It was further reported that the balloon was eventually able to be removed from the sheath causing an alleged balloon rupture. There was no reported patient injury.